Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: solenoid valve harness damaged and failure of anti-vibration pad a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical shock and wear most likely led to the component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit had an air flow failure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.